Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced kinked cannula event on (B)(6) 2025. The blood glucose level of the patient was 560 mg/dl which was treated by correction injection via multiple daily injection. The issue occurred with one infusion set and site was patient's abdomen. The symptoms occurred within three hours of insertion. The customer replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation, investigation findings, investigation conclusions.

Event description:
To date, additional patient or event details were received which have been added in h11.